Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery while changing the site. They changed the site three times the night before. Customer's blood glucose level went up to almost 600 mg/dl. The insulin pump also alarmed motor error a couple of weeks ago. The customer cleared the rewind sequence and insulin came out. The displacement test and manual prime were successful, the motor error alarm did not recur. The customer was advised that the device would be replaced and agreed to return the product for analysis.